Manufacturer narrative:
The device was received fully deployed. Investigation of the device did not find any damages or abnormalities that could cause an infection for the user. Thus, the exact cause of the reported infection could not be determined.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device on the arm. The site had a rash and burn marks on the skin where they had the adhesive. The site had redness, discharge and was swollen. The patient was taken to the emergency room and diagnosed with a skin infection. The patient was treated with antibiotic cream (mupirocin) and was directed to apply twice a day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.